Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the end of the procedure, the angio seal device involved was used for closure. During the release the customer realized that pulling back the system there was no anchor inside the vessel and therefore it wasn't possible to close the hole. The anchor was not found, so they don't know if the anchor remained inside the vessel or if it wasn't in the device. The patient didn't have any complication.

Manufacturer narrative:
One (1) 6fr angioseal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The tubing was found to have been cut, and the distal tip had been cut off. The collagen was returned, however, the anchor was not intact and was not returned with the device. No other damage or issue with the device was identified. The complaint was able to be confirmed for a detached anchor. The exact root cause was unable to be determined. The likely cause was determined to have been anchor detachment during deployment or during device handling. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).